Manufacturer narrative:
The pacemaker was returned for analysis. During the analysis, first the manufacturing process of this device was checked. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In a first step of the analysis, the pacemaker's capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was proper. The pacemaker showed behavior according to specifications in regard to its device functions. In the further course of the analysis, the pacemaker underwent a status interrogation, and the clinical observation was confirmed. The implant had switched to the battery status eri on (B)(6) 2015. The memory of the pacemaker was then analyzed, especially the battery history. The battery was definitely not discharged, and the power consumption was normal. The battery status eri was then successfully reset. Subsequent interrogations showed the battery status 'ok', as expected. A stress test under different temperature conditions showed proper implant behavior. During a detailed examination of the follow-up data, it was detected that the implant was programmed with high-current parameters (7.5 v @ 1.5 ms) on (B)(6) 2015. It can be assumed that this specific programming in combination with a temporary increase in impedance caused the battery status eri. In summary, the analysis showed that the battery status eri was not triggered by an actually discharged battery but from a temporary increase in impedance in combination with a device programming to the high-current program. The implant proved to be fully functional. The ability to provide therapy was not impaired at any time.

Event description:
Ous MDR - after an implantation time of about 55 months, it was reported that the patient was brought to the clinic with syncope. The device was programmed to maximum output in the clinic over the weekend, and it showed eri 2 days later. The system was then exchanged. The pacemaker was returned to biotronik for analysis.